Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. When attempting to deliver the 2.50x20mm taxus express2 drug eluting stent, the "shaft of the taxus broke" while in the guide catheter. The physician removed the device with no complications of the same size taxus stent. The pt condition is noted as okay.

Manufacturer narrative:
Device has not been received for analysis as of this date.